Event description:
The ventilator was connected to a pt. The customer reports the ventilator's delivered volume was too high. There was no pt injury. Alarms are unk. Ventilator settings available. The ventilator is being shipped to third party service group for evaluation.